Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to indicate battery charging upon power up with no battery inserted. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. Upon eval, the charger was found to indicate battery charging upon start up with no battery inserted. The battery charger was found to have a defective internal component (u13). Component u13 is an 8-bit cmos flash micro-controller located on the charger pca board. The root cause of the defective u13 cannot be positively identified but was likely random component failure. No adverse event result from the defective component. The last pt to use this battery charger did not report any problems.